Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tip-up fenestrated bipolar grasper instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure when the customer opened the tip-up fenestrated grasper to the sterile field they noticed a small c-ring. The customer removed the component and the instrument from the sterile field. A replacement instrument was used in the case. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The tip-up fenestrated grasper has been returned and evaluated by the failure analysis (fa) team. Fa was not able to confirm or reproduce the reported complaint. The part was returned with a reported complaint that does not affect functionality. The customer noticed a c-ring that fell off the instrument but when inspected proximal end, but fa found all instrument rings in its place. No missing components. The c-ring found must belong to some other instrument. No damage was found. No product issue was identified. The instrument was placed and driven on an in-house system showing 9 uses remaining. The instrument passed recognition and engagement test. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. Grips open and close properly. There was no physical damage. There was no problem detected.